Manufacturer narrative:
Several attempts have been made to fu for further information and no additional details have been provided at this time. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Because no further information is available and the device has not been returned no further investigations can be performed. Based on the information provided the suspected root cause of the event is procedural complications due to intra-operative bleeding. However, at this time because there is no further information available and the device could not be returned the exact root cause of the bleeding event could not be established.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified that the device was explanted intra-operatively due to bleeding and replaced with an edwards size 21 valve. No further information was received.